Event description:
A report was received that the patient was experiencing severe leg cramps in patients calves and thighs. The patient was prescribed by the physician with a muscle relaxant and was reportedly doing well.